Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the load process. There was no impact to the customer's blood glucose level. It was indicated that alternate insulin therapy would be obtained from the health care provider until the replacement pump is received.